Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had drive/motor anomaly. It was reported that insulin pump alarmed motor error. Customer's blood glucose level was unknown at the time of the incident. The product will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No motor error alarms were noted. The motor was tested outside the device and passed. The device was received with cracked keypad overlay at select button. The device was received with minor scratched display window, case and keypad overlay texture damaged.